Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant elevated revised c-reactive protein (rcrp) result obtained for one patient on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported they obtained a discordant elevated revised c-reactive protein (rcrp) result for one patient on an atellica ch 930 analyzer. The discordant elevated rcrp result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on an alternate non-siemens methodology. A lower result was obtained and considered correct. A corrected report was issued. The customer stated additional blood tests, including blood cultures, x-rays of the patient's chest and pelvis, an opg, a transthoracic echocardiogram, and a pet-CT scan were performed. The rheumatologist did not treat the patient based on the elevated rcrp results. There are no known reports of adverse health consequences due to the reported event.